Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The investigation was performed considering complaint description, cs reports, system history and system log files. The system enters in "bypass fluoro" mode after tube arcing. Arcing is a side effect when generating x-ray. Negative effects from arcing are managed by the system in a way that there is no significant impact to the clinical procedure. Upon investigation, the service engineer identified a problem with the x-ray tube. The service engineer replaced and returned the tube to the manufacturer for a detailed investigation. The returned x-ray tube was examined in detail. During first analysis, the tube filament of the small, large focus and micro focus were found to be ok. The measurement of the cold emission was also without any abnormalities. The characteristic curve for the small focus and micro focus were not as expected and some issues were detected during the fluoro test. These and other signs indicated a loss of vacuum stability, which means a loss of the voltage proof. After disassembling the tube, the signs (the insufficient voltage proof) could be confirmed. No obvious reasons for such arcing could be determined retrospectively. A detailed system log analysis by system experts did not lead to any conclusion. Therefore, a hardware issue could be determined as the relevant root cause. After x-ray tube replacement, the system was returned to normal operation. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure the user reported tube arching and power supply errors. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.